Event description:
What happened: I purchased a box of cora organic cotton tampons (super absorbency, bpa-free plastic applicator, teal wrapper), and had already used approximately half the box without incident. However, when opening another sealed tampon, I discovered visible black specks inside the plastic applicator. The specks appear to resemble mold or another type of contamination. This discovery was extremely concerning, especially given that I had already used multiple tampons from the same box. Product name: cora organic cotton tampons with bpa-free plastic applicator? Super absorbency lot number: wp507801f1, date of incident: (B)(6) 2025, purchase location: (B)(6). Health effects: at this time, I have not experienced any noticeable symptoms, but I am concerned about potential health risks from having used several tampons from the same contaminated box before discovering the issue. Additional notes: I have taken a clear photo of the affected tampon and am willing to provide it or the remaining product if needed for investigation. I believe this issue warrants immediate attention, as it poses a potential risk to consumer health.